Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned and found all intact. There was no evidence of error message on the event history log (ehl). Visual and function testing was performed. The pump "failed accuracy-16.35 percent" issue during the investigation. Running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications instead of under delivery. Found fluid ingression on pump by the chassis base of expulsor which causes the issue. An expulsor assembly will be replaced. The reported problem was not duplicated. The root cause of the reported issue was due to user error.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed accuracy by -16.35 percent. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.